Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image on the right did not appear when rotating. The issue occurred during a procedure. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when rotating, the image on the right did not appear was caused by a component failure of the universal cable. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during sedation for a therapeutic laparoscopic total hysterectomy and there was a surgical prolongation less than 30 minutes.